Manufacturer narrative:
Visual inspection performed by medacta r&d shoulder project manager: the glenosphere shows circular markings on the convex back surface due to contact with one glenoid polyaxial screw. The glenosphere screw has circular damages on the head and the first portion of the rod due to friction with the glenosphere after its mobilization. The reverse metaphysis has minor bone residuals on the coated area.

Manufacturer narrative:
Batch review performed on 18 january 2021: lot 179110: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Clinical evaluation performed by medical affairs director: revision of primary rsa 1.5 years after index surgery for glenosphere/baseplate dissociation. From one of the xrays we can see that the glenosphere did not reach full seating on the taper spigot of the baseplate. In one of the intraoperative pictures, we can see that the baseplate fixation screws look slightly protruding from the baseplate plane. The back of the removed glenosphere shows signs compatible with rubbing against a protruding screw. In our opinion, the baseplate fixation screws were not fully seated and therefore the glenosphere could not achieve proper fixation on the conical connection. We do not know for which reason the screws could not be fully inserted. Preliminary investigation performed by r&d shoulder manager: the provided x-rays confirm backing of the glenosphere screw, rotation of the glenosphere and subsequent scapular notching. Black-coloured soft tissues confirm mobilization of the implant and friction between metal components. Inspection of the explants is required to determine the root cause. Additional items involved in the event, batch review performed on 18 january 2021 reverse shoulder system 04.01.0151 glenoid baseplate ø24.5x15 (k170452) lot. 1810997. Lot 1810997: (B)(4) items manufactured and released on 15-feb-2019. Expiration date: 2024-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
During regular following up, the surgeon confirmed the glenosphere rotation and scaplar notching through the xray. Revision surgery performed 1 year and 7 months after primary. Glenosphere, liner and reverse metaphysis have been replaced. The surgeon once removed the locking screws and reinserted them and retightened again.